Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use a cortisone spray on the skin irritation. Follow up indicated that the cortisone spray helps with the itching, however, the skin irritation comes and goes.